Event description:
It was reported that the zimmer air dermatome did not function properly, resulting in a second skin graft being harvested from the pt.

Manufacturer narrative:
The device was returned to the MFR for eval, however, the investigation was not complete at the time of this report. A follow up medwatch will be submitted once the investigation is completed.